Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(4) 2013).

Event description:
It was reported to the sr. Clinical marketing manager on (B)(6) 2011 that a pt who underwent an unk catheterization procedure in (B)(6), presented to the hospital 7-10 days post procedure and an ultrasound confirmed a 2cm pseudoaneurysm (psa). The psa was treated with a thrombin injection. No other info was provided at the time of report.